Manufacturer narrative:
The patient recovered. Patient was treated with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two resolute integrity des were implanted in the cx artery. Approximately 1 day post procedure patient suffered post-operative related myocardial infarction of pci involving target vessel. Investigator assessed the event as possibly related to device and not related to the antiplatelet medication. Patient is recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.